Event description:
It was reported that when the guidewire was removed from the hospital tray to be re-inserted into the patient, it was observed that approximately 1m from the proximal end of the device had detached. There was no patient contact, and the physician continued the procedure with a similar device. The patient was reported in good condition.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Visual inspection of the broken guidewire found the separation occurred at 134.5cm from the distal tip. Both guidewire fragments presented kinks. The exact root cause and/or circumstances under which the kinks occurred cannot be determined. However, analytical lab results revealed that the outer tube fractured as a result of fatigue in a cyclic bending overload direction. Also, the inner core wire fractured in a bending overload direction. No material anomalies were observed. The investigation findings are indicatives to the manner in which the device was handled. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the guidewire was removed from the hospital tray to be re-inserted into the patient, it was observed that approximately 1m from the proximal end of the device had detached. There was no patient contact, and the physician continued the procedure with a similar device. The patient was reported in good condition.